Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was low flow. Flow rate was 0.5lpm and inlet pressure was -0.8psi the nurse went through all troubleshooting and planned to change the pads out. The nurse stated she would call back if any other issues occurred. Per follow up, it was stated that the patient was able to complete therapy and the device would be kept in service.

Event description:
It was reported that there was low flow. Flow rate was 0.5lpm and inlet pressure was -0.8psi the nurse went through all troubleshooting and planned to change the pads out. The nurse stated she would call back if any other issues occurred. Per follow up, it was stated that the patient was able to complete therapy and the device would be kept in service.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿incorrect water flow¿. A potential root cause for this failure could be " inadequate channel design". The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not required. The product code for the articgels pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, articgels pads product labeling is found to be adequate based on past reviews.